Manufacturer narrative:
The sample was clear with no visible hemolysis or icterus. Qc has been within the established ranges. Service was not dispatched. The event appears to be a sample specific event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to suppressed iron (fe) results generated by unicel dxc 800 pro synchron clinical system for one patient. Suppression code is oir high (over instrument range high). The results were not reported out of the laboratory. When the sample was diluted 2 times with 0.9% saline, the results ranged from 133 to 217 g/dl. A second sample was drawn (heparin tube) and behaved in the same manner. The sample was sent to a reference lab, which reported a result of 107 g/dl. There was no effect to the patient or to the user. No additional detail was provided.